Event description:
Caller reported an error with the continuous glucose monitor, specifically cgm error 42, and was using a g7 sensor. Technical support provided information for a complete pump reset and guided the caller through the process. After the reset, the cgm error did not reappear. Caller was able to start a new sensor session successfully. There was no adverse impact to the customer's blood glucose level.